Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent. A medtronic representative went to the site to test the equipment. Testing revealed that the axiem box faulted and was replaced. Codes b01, c07, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electromagnetic (em) interface showed as faulted with all ports having an amber light. Using a known working em interface resolved the issue. There was no change when rebooting with the original em interface connected. There was no apparent physical damage to the interface. There was no patient involvement.

Manufacturer narrative:
H2: please see section d9 for the date the device was available for analysis h2: update - see section d3 h2: please see section d4 for the full UDI h2 - h6: the em interface was returned to the manufacturer for analysis. The returned em interface was tested on the lat station. Upon power-up, the amber fault light emitting diode (led) illuminated, and the lat reported a faulted status. An electrical failure mode was identified. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.